Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead impedance measurements increased from 440 ohms to 850 ohms over the course of one year. Additionally, egm storage was not on, therefore, it was unknown if any inappropriate episodes were stored as a result of noise. Additional information was received that a revision procedure occurred due to pacing impedance measurements greater than 2,000 ohms. The ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.